Event description:
It was reported a physician implanted an x-stop device into a study pt. The pt "suffered postoperative pain." Reportedly, the pain was moderate and interfered somewhat with daily activities; resolved six weeks post procedure. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.